Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). The customer also noted that test strips will sometimes go into the meter all the way. There were no signs of damage to the test strip guide cover. At 3:26 p.m., a sample from the patient was tested using the meter, resulting with a value of 6.2 inr. At 3:29 p.m., a sample from the patient was tested using the meter, resulting with a value of 6.4 inr. Within an hour of the last measurement, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 4.2 inr. The patient's coumadin dose was adjusted based on the laboratory value of 4.2 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient currently feels okay. The patient has symptoms of bronchitis, but this is not related to meter testing. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's testing frequency is once per week. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient is not taking any new medications, has no changes in diet, and has no new illnesses. The patient did not have any unusual bleeding or bruising. The patient's product has been requested for investigation and replacement product was sent to the patient. The corresponding retention material complies up to inr 4.5 with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.